Event description:
Revision surgery was performed on (B)(6) 2025 due to component loosening. Previous surgery was performed on (B)(6) 2025 to implant following components: prima stem #2 (pn 1357.14.030, lot 2224208, sterilization (B)(4)), prima reverse tray #medium (pn 1367.15.013, lot 2419312, sterilization (B)(4)), prima reverse insert short dia36mm 0*corr retentive (pn 1367.54.101, lot 2124961, sterilization (B)(4)), smr tt baseplate small-r (pn 1375.15.605, lot 2430324, sterilization (B)(4)), smr glenoid peg tt small-r short (pn 1375.14.651, lot 2331269, sterilization (B)(4)), smr connector small-r (pn 1374.15.305, lot 2430893, sterilization (B)(4)), smr glenosphere dia36mm (pn 1374.09.111, lot 2429216, sterilization (B)(4)). During revision the surgeon removed all above-mentioned glenoid components, as well as the reverse tray and liner to implant a 6mm eccentrical adaptor (pn 1367.15.706) and a humeral head dia46mm (pn 13.22.09.460) and convert the prosthesis from a reverse to an anatomic configuration. Surgery was completed as intended. Patient is female, date of birth (B)(6) 1951. The event occurred in the united states.

Manufacturer narrative:
Review of manufacturing records of explanted components did not highlight any pre-existing anomaly that could have contributed to reported issue. The manufacturer will provide a final report as soon as the investigation is completed.